Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -10.5/1.5/091 (sphere/cylinder/axis) implantable collamer lens will be replaced with a shorter length lens. The reporter stated that the lens is too big for the patients eye. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.